Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that unspecified bd q-syte connector experienced 3 cases of flow issues, 2 cases of air bubbles/air in line, and 5 cases of leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that there were occurrences of flow rate slow (2), flow rate occluded (1), leakage (5), and air bubbles in line (2)

Event description:
It was reported that unspecified bd q-syte connector experienced 3 cases of flow issues, 2 cases of air bubbles/air in line, and 5 cases of leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that there were occurrences of flow rate slow (2), flow rate occluded (1), leakage (5), and air bubbles in line (2).

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.